Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked case, cracked case at reservoir tube window corner, missing reservoir tube o-ring and cracked display window. (B)(4).

Event description:
The customer's mother reported via phone call that there was crack near the reservoir compartment and the reservoir would not hold in place. The customer's blood glucose was unknown at the time of incident. The customer's mother also stated that there were cracks on the lcd screen. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.